Event description:
It was reported that following an ablation procedure, the patient experienced left sided weakness. As of (B)(6) 2017, the patient was still in the hospital and waiting to be transferred to a rehabilitation center. The patient was receiving physical and occupational therapy. It was noted that the hospital would not discharge the patient home due to the patient's state. The event was considered ongoing. If additional information is received, a follow up report will be submitted.